Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2015. (B)(4).

Event description:
Information received from a consumer reported that the patient was charging too frequently. The patient had to recharge the implant every single day. It took anywhere from five to twelve hours to recharge the implantable neurostimulator (ins), and even after that amount of time the patient would only get the ins to 3/4 full. The consumer didn't think this was normal. The patient would get the ins to 3/4 charge then overnight the ins would deplete completely and the patient would wake up with no charge but still felt stimulation. It was noted that a manufacturer representative (rep) indicated that the ins should last anywhere from four to seven days. The patient had appointments to see the rep on (B)(6) 2015 but the appointments were cancelled because the rep had to be in surgeries. The consumer stated that the patient's ns was implanted close to the surface of the skin. The patient was directed to the health care provider. It was noted that there were no symptoms. The issue occurred during use since implant. The patient's indications for use were noted to be chronic low back pain and spinal pain. Additional information received from the rep reported that they worked with the patient to improve coupling between the antenna and ins. The patient was still healing and had a bit of post-op to go. On (B)(6) 2015, the rep checked electrode and group impedance. They also checked the last six batteries recharges. Coupling averaged below four boxes. It was noted that the cause of the recharging too frequently was that coupling wasn't good. The patient needed to improve on placing the antenna correctly over the ins.